Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses. Customer's blood glucose level was 148 mg/dl. Reportedly, customer applied more force to address the issue and declined further troubleshooting with tandem technical support.